Manufacturer narrative:
(B)(4). The investigation determined the causes of the increase in frequency of static discharge events were due to the architect reaction vessels (rvs) supplier's manufacturing material and manufacturing processes. The investigation identified rv lots made from a particular polypropylene resin lot were responsible for a majority of the static discharge events. Analysis of this resin lot determined it has unique compositional and analytical characteristics when compared to other resin lots, which facilitated the build-up of static charge on the rvs. The investigation identified variables within the suppliers' molding manufacturing process that contributed to static charge variation across rv lots. Other contributing factors that can generate a static charge on the rvs include low humidity, handling, shipping and creation of charge within the architect instruments themselves. In addition, abbott has implemented static charge testing for acceptance of all incoming rv lots from our supplier. Abbott has worked in close collaboration with our suppliers to assure consistency of incoming resin material, and to improve the supplier's molding process to reduce the potential generation of static charge.

Event description:
A medical technician reported, the gas bubble did not last as long as anticipated in the eyes of the first four patients who had this product used during their procedures. The surgeon did not use the product for any additional procedures. Additional information has been requested.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
The customer stated a lot of samples go to exception with error code 1007 (unable to process test, activated read failure) for the architect i2000sr analyzer. The error appears for different samples, tests and calibrations and is generated more often. The field service engineer (fse) performed troubleshooting, and maintenance of the analyzer, and determined the lot of reaction vessels the customer was using was the probable cause. The fse changed lots of reaction vessels and the issue was resolved. There was no impact to patient management.